Event description:
It was reported that 30 bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) were contaminated with mold. The following information was provided by the initial reporter: it was reported that plates contaminated with mold for cat 221261 lot 1197795 organism recovered was not identified, described like dark green colonies.

Manufacturer narrative:
H.6. Investigation summary: complaint investigation. During manufacturing of material 221291, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 1197795 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 1197795. Retention samples from batch 1197795 were not available for inspection. One photo was received for investigation. The photo shows three sleeves from batch 1197795 with at least one plate in each sleeve that is darker in color. The darkened color could be a result of microbial growth. No return samples were received for investigation. This complaint can be confirmed for contamination. A trend was identified for contamination and investigation found opportunities for bioburden reduction in the manufacturing process. A CAPA (corrective and preventative actions) has been initiated and involves implementing additional cleaning events and evaluation of manufacturing procedures focused on in-process bioburden reduction. Additional trainings are planned with an ongoing training review for cleaning processes. Bd will continue to trend complaints for contamination. Risk management file review assessed the potential risk for the defect as severity 1 per baltrmppmgenpuraph, rev 02, ID 6.13.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 30 bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) were contaminated with mold. The following information was provided by the initial reporter: it was reported that plates contaminated with mold for cat 221261, lot 1197795 organism recovered was not identified, described like dark green colonies.